Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) via a healthcare provider regarding a patient receiving dilaudid (hydromorphone) 5 mg/ml at unknown dose for unknown indication for use. It was reported that the intrathecal therapy was not as effective as trial. Catheter access port (cap) procedure in office showed minimal flow according to the doctor. Actions/interventions taken to resolve the issue included a pocket revision. Pump pocket was opened pump and catheter were removed but remained connected. Cap procedure showed good cerebrospinal fluid (csf) return. Pump and catheter were repositioned in pocket, anchored and a second cap performed with successful csf return. The issue resolved at the time of the report with patient's status being "alive-no injury". The patient's weight was 235 lb with patient's medical history asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 12-nov-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the catheter was not functioning. It was unknown if the patient had any symptoms, and unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. A dye study was performed by the hcp. The results were not provided. After it was performed, the hcp decided to schedule a catheter replacement surgery. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.